Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high control. The pt had high blood gluose readings in the "morning" (time unknown) and based on the readings of 547 mg/dl and hi the pt had taken extra 6 units of humalog in addition to their regular dose of humalog 26 units. At 11am the pt took an additional 6 units of "rapid insulin" (reading if taken unknown), after which they did a control solution test that was out of range and called lifescan. The customer care representative performed troubleshooting and the control solution test was out of range. The pt also did a blood glucose test, with a new vial of test strips that did pass control solution testing, while troubleshooting, and the result was 110mg/dl. They had no signs or symptoms of or treatment for high or low blood glucose, beyond their self-treatment. Based on the information obtained from the pt, the unknown time difference between readings and the self-administered insulin, it is likely pt's blood glucose was high in the morning and had lowered to 110mg/dl due to the insulin intake. However based on the control solution test failing this is reported as a possible product malfunction.